Manufacturer narrative:
(B)(4). Product analysis: a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The steroid plug was observed to be shifted towards the distal end of the helix. X-ray examination of the entire lead was normal no anomalies were noted. After ultrasonically cleaned and by applying torque to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies. (B)(4).

Event description:
Positioning of the lead was difficult during implant. Tissue was found in the helix upon removal of the lead from the patient. The procedure was completed with another lead.